Manufacturer narrative:
Expiration date - unknown due to the lot number being unknown. UDI - unknown due to the lot number being unknown. Implanted date: unknown due to unknown date. Explanted date: unknown due to unknown date. Device manufacture date - unknown due to the lot number being unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the anchor of the angio-seal device did not stick stable in the vessel after introducing. Therefore, the user removed the device and used a different angio-seal device, which worked well. The patient was not harmed and was reported to be in stable condition. The patient received clopidogrel, aspirin and lyse rtpa. The patient was hospitalized.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One 6 fr angio-seal vip device was returned for evaluation. The arteriotomy locator was mated returned with the hemostasis sheath. An unused and packaged carrier tube assembly was returned. Visual inspection revealed that the arteriotomy locator was found to be mated with the hemostasis sheath. No visual anomalies were noted with the locator and sheath. The sealed polyfoil-pouch was attempted to be completely opened and the carrier tube assembly was carefully removed from it. There were no signs of damage or deformation noted with the device. No other visual anomalies were noted. Functional testing was conducted. The arteriotomy locator was removed from the sheath and the carrier tube assembly was attempted to be inserted into the hemostasis sheath. The deployment sleeve and sheath cap were able to lock and click sound heard. No anomalies were noted during insertion of the carrier tube. The deployment sleeve was moved into the full forward lock position and which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and it was able to lock and the anchor posted to the sheath. The digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.